Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The target lesion was located in the severely calcified circumflex artery. A 6 fr bypass guide catheter was inserted. The guide wire passed through the lesion. The lesion was pre dilated with a maverick 2.0 x mm balloon. The physician attempted to cross the lesion with a taxus express2 8.8% 2.25 x 20mm drug eluting stent, but it would not cross after several attempts. The entire delivery system was withdrawn. The physician indicated that the stent caught on the mouth of the guide catheter and came off the balloon, remaining on the guide wire. The physician could visualize the stent so he withdrew it into the guide catheter and removed it all as one unit. Upon inspection at the femoral sheath, the stent could not be found. It was assumed it is in the peripheral vascular system. No add'l info is available at this time.